Event description:
An analysis of the patient's explanted generator showed evidence of current leakage from the device's negative connector block. A visual analysis of the generator revealed the presence of negative plug delamination, negative setscrew pitting/discoloration and black residue on the device's negative connector block. The source of the current leakage was related to an open circuit identified in the negative connector block of the patient's generator. The open circuit was believed to have been caused by a compromised septum plug, which provided an alternate path for current leakage in the presence of the patient's lead discontinuity (event reported in manufacturer report number 1644487-2008-02893).

Manufacturer narrative:
Septum. Device failure occurred.